Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar confirmed complaint was reported on the batch released in jjanuary 2025. Summary of investigation: the involved device nor the x-ray pictures were returned for investigation. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation, it is not possible to conclude on the exact root cause of this catheter rupture occurred 1,5 months after implantation. Conclusion: without element for investigation, the root cause cannot be defined. However, it is worth noting that: no other similar complaint was received on this batch. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access port it is a rare incident with celsite access ports. No actions plan is foreseen at that time.

Event description:
Catheter insertion on (B)(6) 2025. On (B)(6), catheter fracture approximately 2 cm from tip: the fracture is diagonal. No evidence of rupture mechanism. A fragment of the catheter migrates to the right heart through the right atrium and lodges in the right ventricle. Cardiovascular examination with foreign body in the right heart cavity visible in two planes, according to CT images transfer to the or on (B)(6), extraction of the catheter fragment and removal of the pac material and fitting of another implantable chamber.